Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 (type I bone) in site #27. Primary stability and osseointegration were not achieved. The clinician states the implant fractured during placement. The coronal portion of the implant was removed on (B)(6) 2012 and the apical portion has been put to sleep. Another implant was successfully placed in site #26 at the time of surgery.